Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2008 and pelvic floor repair mesh and an ams miniarc sling were implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure in order to treat vaginal vault prolapse, cystocele, rectocele, weakening of pubocervix and retovaginal tissue, previous failed cystocele and rectocele repair, and stress urinary incontinence and mesh was implanted. At the time of implantation the patient underwent the concurrent procedures of anterior colporrhaphy with placement of mesh in the anterior space, cystoscopy, posterior sacrospinous ligament fixation with placement of mesh in the posterior space, perineoplasty, and a mini arc procedure.